Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. See associated medwatch: 1221934-2018-50038.

Event description:
It was reported that on the fms vue pump, the inflow wheel will not stop spinning at a high rate. There was no patient harm. There was no surgical delay. The surgery was completed by switching out to another pump on site. Per information received via phone call with sales rep on (B)(6) 2017: the fill chamber was overfilling and the pump was pumping too much fluid into the joint. It was as if the pump was sensing no pressure in the joint, but there was pressure in the joint; therefore, pressure became excessive. There was no extravasation of the joint; the pump was swapped out in time to prevent extravasation. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis.   If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2018-50038.